Event description:
As reported by the field clinical specialist, an 81-year-old male patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure using an edwards transcatheter heart valve (thv). The implant position was the aortic valve, and the access site was the left femoral artery. The patient was reported to be stable during the intervention and alive at the end of the procedure. During valve deployment, the initial position was described as the top of the valve at node 4, approximately 60/40 relative to the native annulus. Immediately after deployment, the valve migrated ventricularly and embolized into the left ventricle. The safari wire was maintained throughout the event. The inability to engage the coronary artery prevented protection of the left coronary artery. The embolized valve was surgically retrieved via open chest procedure. The non-edwards valve valve was removed, and the patient received an inspirus aortic valve replacement. No second transcatheter valve was implanted prior to surgical conversion. The edwards devices used during the case are not available for return, as the valve was implanted and subsequently explanted during the surgical intervention. There were no allegations of device deficiency. The perceived root cause was reported as potential interaction between the balloon and the valve waist, combined with the presence of a large non-edwards valve inflow, which may have contributed to valve migration. A 3mensio report is available for review. Upon image review, it was observed that there was unintended flex shaft movement noted on the cine image which contributed to the embolization of the valve into the left ventricle.

Manufacturer narrative:
This is 2 of 2 reports. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: device codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for thv embolized into ventricle was confirmed based on the provided imagery. A review of the DHR, lot history and complaint history review provided no indication that a manufacturing non-conformance would have contributed to the reported event. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. As reported, 'immediately after deployment, the valve migrated ventricularly and embolized into the left ventricle.' Based on the provided imagery, the s3ur thv was positioning below the recommended position within pre-existing supra-annular thv frame/structure during the initial deployment. And the further thv deployment, the s3ur thv moved toward ventricle due to the movement of flex catheter, leading to thv embolized into ventricular. As such, available information suggests that procedural factors (thv positioning and deployment technique) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5 update/correction.

Event description:
As reported by the field clinical specialist, an 81-year-old male patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure using an edwards transcatheter heart valve (thv). The implant position was the aortic valve, and the access site was the left femoral artery. The patient was reported to be stable during the intervention and alive at the end of the procedure. During valve deployment, the initial position was described as the top of the valve at node 4, approximately 60/40 relative to the native annulus. Immediately after deployment, the valve migrated ventricularly and embolized into the left ventricle. The safari wire was maintained throughout the event. The inability to engage the coronary artery prevented protection of the left coronary artery. The embolized valve was surgically retrieved via open chest procedure. The non-edwards valve was removed, and the patient received an inspirus aortic valve replacement. No second transcatheter valve was implanted prior to surgical conversion. The edwards devices used during the case are not available for return, as the valve was implanted and subsequently explanted during the surgical intervention. There were no allegations of device deficiency. The perceived root cause was reported as potential interaction between the balloon and the valve waist, combined with the presence of a large non-edwards valve inflow, which may have contributed to valve migration. A 3mensio report is available for review. Upon image review, it was observed that there was unintended flex shaft movement noted on the cine image which contributed to the embolization of the valve into the left ventricle. Upon follow up, the fcs advised that there were no issues with tracking or aligning valve. Devices were discarded in typical biohazard/trash fashion by team after removal once patient was annulated and stabilized.